Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report(s)? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6: component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2016 and mesh was implanted. The patient reported "a lump begins to grow on my outer left labia. During the first year I ate six different antibiotic courses, visited physicians eleven times. The boil/cyst/lump bursts several times and pus, wound fluid, blood and small blue plastic pieces comes out. Up until on (B)(6) 2021, I visit several other doctors and receive antibiotic treatments. The boil is operated twice in 2019, but they do not manage to remove the problems. From about 2018 when the symptoms started to 2021, at least two months after the last surgery, me and my husband have not been able to have sex due to pain. I have not been able to wear underwear or pants for periods of time. For periods of time, I have not been able to sit down, exercise or socialize outside my home. The many penicillin cures have caused countless problems with the stomach. First after the removal of the mesh, have I been able to return to a normal life. I have now (2024) been aware that my band was inserted incorrectly by the operator." The patient further reported "I have not received adequate information before the mesh implanted in 2016. No information about the side effects mentioned on the product packaging has been communicated to me as a patient." "The exit points of the mesh should be in the groin. On me these exit points are situated in my outer labia." Additional information has been requested.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was provided: on (B)(6) 2016: surgical procedure, lvt-0 was performed. Age at time of surgical procedure: a 43-year-old woman. Bmi 23,8, weight 58kg. Indication fortvt-0, sui, with a positiv bonneys test. There was no concomitant procedure performed. On (B)(6) 2016: objection free postoperative control at the clinic. On (B)(6) 2018: the patient came back nearly 2,5 years after surgery with recurring infections in the skin at different parts of the body and several times in the region of the scar after tvt-0. The patient had been living abroad for a couple of years. It had been successfully treated with antibiotics and there was no sign of infection this visit at our clinic, only scar tissue at the size of a pea. The patient raised the question if the recurrent infections could be due to the tvt-0 but at that time we didn't suspect that was the case. On (B)(6) 2019: one year after the last visit the patient returned with an infection in the region she was treated with antibiotics and later after approximately 1 week the abscess spontaneously ruptured with small purple threads from tvt-0 coming out. Antibiotics heracilllin was given and a plan for incision was made. On (B)(6) 2019: surgery under anaesthetics: incision and culture was made culture curtibacterium avidum, sensitive for pc g och dalacin infection was healed. On (B)(6) 2019: the patient came back to the clinic with a recurring infection. On (B)(6) 2019: surgery with extended excision of abscess capsula was performed. On (B)(6) 2020: objection-free postoperative control. On (B)(6) 2020: after 9 months the patient is back with recurring infection and it's decided to completely remove the tvt-0 net. On (B)(6) 2021: surgery with total remova of the tvt-0 net. There is signs of infection/postinfection around the net which is partially capsulated from the tissue. There was an postoperative infection most likely due to infected hematoma after this surgery with a prolonged antibiotic treatment with ciprofloxacin and clindamycin. The patient was controlled several times after surgery. On (B)(6) 2021: finally released from clinical check up with a normal status. The patient has mb bectherew other than that she was healthy and no medication. No prior signs of infection at the time of surgery (tvt-0) and she did have prophylactic antibiotics preoperative (eusaprim 160mg/800mg forte and metronidazol 800mg). A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformance's were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: b6.